Event description:
It was reported the patient is complaining of tenderness at the ipg site. The patient met with the physician and was given a marcaine injection at the ipg site. However, the patient states she feels more pain at the site after the injection. The patient also reported she has lost weight. Surgical intervention is pending to address the reported issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.